Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer was failed. A field service engineer (fse) noticed that matrix drawer one would not open and clicked three times before failing. A broken u-link was found and replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the matrix drawer failed to open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.